Event description:
As reported by the user facility: incident description: pt arrived via stars transport, on high dose pressors. Writer aware if pressors, primed and readied pressors as per memo (2 ported lines), primed peripheral norepi (not cold), and pump was constantly alarming for air. Writer proceeded to remove air as per memos, removed air x6 before switching norepi 1 to #2. Stars unable to leave as both pumps alarming air. Finally issue resolved after second rn took over pumps so writer could care for patient. Multiple rns required to admit patient as one rn needed to solely care for pumps.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.